Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead experienced placement difficulty. The lead was placed in multiple locations in the patient's atrium; however, at the last placement attempt the helix would not extend after fifty rotations. The right atrial (ra) lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the helix did not extend due to distal conductor distortion in connector due to over-rotation (spin). If information is provided in the future, a supplemental report will be issued.